Manufacturer narrative:
An event of large pericardial effusion around the right ventricle that developed into cardiac tamponade requiring pericardiocentesis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was implanted with a 14f amplatzer torqvue delivery sheath. During the procedure, it was reported the patient was administered heparin and the patient's activated clotting time (act) levels were 290 seconds. It was reported there was only one deployment attempt and no partial or complete device retractions into the delivery system were done. It was later reported the night after the procedure on (B)(6) 2023, the patient experienced a large pericardial effusion around the right ventricle that developed into cardiac tamponade. A decision was made to perform a pericardiocentesis. It was reported the patient was on noacs (non-vka oral anticoagulants) and aspirin. The patient status was reported as recovering.